Event description:
It was reported that six years post port placement, the patient allegedly experienced pain during flushing with saline. It was further reported that fluoroscopy examination revealed that the catheter was fractured. Reportedly the port was removed. The patient is stable.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria.the manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one powerport MRI isp with a groshong catheter in two segments were returned for evaluation. Functional, visual and microscopic visual were performed. Gross examination of the port body showed a complete compound break noted approximately 3.2cm from the distal end of the cath-lock. The distal catheter segment measured approximately 21.0cm in length. A partial circumferential break was noted approximately 1.0cm from the proximal end of the distal segment. Another partial circumferential break was noted approximately 1.7cm from the proximal end of the distal segment. The edges of both partial circumferential breaks were jagged with both rough and smooth surfaces. The splitting at the borders between the two regions of the broken end indicates the flexural fatigue and also the partial circumferential splits are consistent with flexural fatigue. However, the sample was returned for evaluation, two medical images were provided for review. The investigation is confirmed for the catheter fracture, wear, kinking and leak, as a complete compound break was noted to the catheter and leaks were noted from both partial circumferential breaks. The identified fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2018), h6 (device: 2889), g4. H11: e1 (complainant phone). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one powerport MRI isp with a groshong catheter in two segments were returned for evaluation. Functional, visual and microscopic visual were performed. Gross examination of the port body showed a complete compound break noted approximately 3.2cm from the distal end of the cath-lock. The distal catheter segment measured approximately 21.0cm in length. A partial circumferential break was noted approximately 1.0cm from the proximal end of the distal segment. Another partial circumferential break was noted approximately 1.7cm from the proximal end of the distal segment. The edges of both partial circumferential breaks were jagged with both rough and smooth surfaces. The splitting at the borders between the two regions of the broken end indicates the flexural fatigue and also the partial circumferential splits are consistent with flexural fatigue. However, the sample was returned for evaluation, two medical images were provided for review. The investigation is confirmed for the catheter fracture, wear, kinking and leak, as a complete compound break was noted to the catheter and leaks were noted from both partial circumferential breaks. The identified fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 02/2018), (B)(4).

Event description:
It was reported that six years post port placement, the patient allegedly experienced pain during flushing with saline. It was further reported that fluoroscopy examination revealed that the catheter was fractured. Reportedly the port was removed. The patient is stable.